Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had evidence of oversensed noise in atrial tachy response (atr) episodes. Isometrics were performed and noise could be reproduced. Boston scientific technical services (ts) recommended lead replacement however the physician plans to monitor the patient at this time. No adverse patient effects were reported. The lead remains implanted and in service.